Manufacturer narrative:
Updated data: a2, a4, a5a, a5b, b2, b3, b5, b7, g2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that on the day of the valve implant mild paravalvular leak (pvl) was identified. Treatment was not required. Approximately 7 years and 6 months later severe hemodynamic and structural valve deterioration specific to a mix of aortic stenosis (as) and aortic regurgitation (ar) was identified. There was an increase of >=2 grades of intra-prosthetic ar resulting in severe ar.

Event description:
It was reported that 7 years and 6 months following the implant of a transcatheter aortic valve into a previously implanted bioprosthetic aortic valve, an unspecified valve failure occurred. Subsequently, intervention was planned in form of implantation of a transcatheter aortic valve into the previously implanted valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 years and 6 months following the implant of a transcatheter aortic valve into a previously implanted bioprosthetic aortic valve, an unspecified valve failure occurred. Subsequently, intervention was planned in form of implantation of a transcatheter aortic valve into the previously implanted valve. Additional information received indicated that on the day of the valve implant mild paravalvular leak (pvl) was identified. Treatment was not required. Approximately 7 years and 6 months later severe hemodynamic and structural valve deterioration specific to a mix of aortic stenosis (as) and aortic regurgitation (ar) was identified. There was an increase of >=2 grades of intra-prosthetic ar resulting in severe ar. Additional information was received to report the patient's symptoms were shortness of breath, fatigue, and worsened ankle swelling. No intervention or treatment was scheduled or performed.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Patient codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.